Manufacturer narrative:
An event of hemolysis and residual shunt was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The following information comes from the abstract of the "the 29th annual meeting of japanese society of pediatric interventional cardiology" 2018, vol. 29, page 176, p2-1-4 titled: a case of hemolysis after amplatzer duct occluder deployment. The patient was diagnosed with patent ductus arteriosus (pda) in the first month of life. On an unknown date, the now (B)(6) patient was considered an indication for treatment of the pda and pulmonary hypertension. A diagnostic cardiac catheterization was performed and pulmonary to systemic blood flow ratio (qp/qs rate) of 4.0 and blood pressure in the pulmonary arteries of 62 mmhg were noted. An aortography revealed that the patient's large pda was krichenko type a, which was measured 9.2 mm on the pulmonary side and 15.7 mm on the aortic side with diameter of 10.6 mm. On an unknown date, a procedure for pda closure was performed and a 16/14 mm amplatzer duct occluder (ado/9-pda-009, lot unknown) was deployed in the patient's ductus. A repeated aortography was performed 10 minutes after the ado deployment revealing a residual leak. As the residual leakage was supposed to gradually reduce, the deployment procedure was completed. Shortly after the patient was back to medical ward, a shunt from the edge of the ado was confirmed via a bedside echocardiography. Velocity of blood flow was noted to be 3 m/s and no findings of hemolysis was observed. On the following day, the level of uric blood and haptoglobin was 3+ and 0.2 mg/dl respectively. No findings of anemia was confirmed. The patient was subsequently diagnosed as intravascular hemolysis. After haptoglobin 2000 iu/day was administered for 4 days, the uric blood was turned to be negative. On the postoperative 13th day, the patient was discharged from the hospital without any worsening of symptoms. Currently, heart strain has been gradually reduced with no findings of hemolysis although the residual leakage still remains. The patient has been monitored with administration of diuretics and an ace inhibitor.